Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an e315 error occur during the examination. This malfunction occurred during a diagnostic endoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, d9: additional information, h2: additional information, device evaluation, h3: additional information, h4: additional information, h6: additional information, this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: cf-hq290i operation manual "chapter 3 preparation and inspection_3.8 inspection of the endoscopic system" and reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)_5.4 leakage testing of the endoscope". Olympus will continue to monitor field performance for this device.